Event description:
It was reported that the patient could not charge the ipg and it had flipped in the pocket. The patient underwent a revision procedure and the physician repositioned the ipg. The patient was doing fine post operatively.